Manufacturer narrative:
(B)(4). The technical service engineer (tse) verified the reported error and replaced the breath delivery central processing unit (bd cpu) to correct the problem.. The unit then passed complete performance verification.

Event description:
It was reported that the ventilator became inoperative during patient use. It is unknown if the ventilator was replaced.